Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion. During the surgery, cage was loaded on the inserter and secured, however it was loose. The surgeon tightened it more and it was secure. After implantation, the inserter was very difficult to remove. It was discovered that the thongs on the inner shaft were splayed apart slightly, explaining the initial looseness. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual examination of the instrument tip identified material deformation and splay noted on the instrument implant interface distal tip, consistent with significant force and/or inappropriate technique during attempted insertion.